Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent ¿anterior lumbar interbody fusion at ia-5 and l5-sl, posterior lumbar decompressive laminectomy with lateral recess decompression and total facetectomy at l4 and l5 with exploration and decompression of the l4, l5, and sl nerve roots bilaterally, posterolateral lumbar fusion l4-5, posterolateral transverse process fusion ls-sl, instrumentation ia, ls, sl, aspuation of osteogenic stem cells, left iliac crest, placement of duramorph epidural block for postoperative pain management, placement of allograft and autograft for posterolateral fusion with bone morphogenic protein supplements at l4-5 and l5-s1, placement of machined bone dowels at l4-5 and l5-s1 bone morphogenic protein supplementation.¿ ¿retroperitoneal dissection with exploration and mobilization of the iliac artery and vein, exposure of ia and l5-sl, with suture repair of the left iliac vein.¿ (B)(6) 2009 patient presents with c/o of low back pain radiating to right buttock w/ depression/ anxiety related to activity limitation. Per medical record ¿failed back syndrome and myelopathy¿ were noted. (B)(6) 2009 patient presents with c/o chronic pain syndrome, back pain radiation to hips/legs per medical records. Hardware removal was scheduled (B)(6) 2009 patient underwent removal of hardware. (B)(6) 2011 patient presents with c/o chronic pain syndrome and back pain radiation to his/legs (B)(6) 2012 patient presented for pain management med monitoring, per medical record ¿udt reviewed inappropriate positive for alcohol, letter sent to patient.¿ (B)(6) 2011, (B)(6) 2013 patient present for a scheduled visits for pain management in which he reports per medical records ¿overall pain is stable.¿ (B)(6) 2013 patient presents w/ complaints of chronic pain syndrome, postlaminectomy syndrome of lumbar region.